Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer received a no delivery alarm while priming the insulin pump. The customer's blood glucose was 81 mg/dl. Troubleshooting was done. Explained the no delivery alarm and possible causes. The customer ran a manual prime of at least five units with the same infusion set but a new reservoir. The customer stated that the insulin pump did not alarm no delivery with the manual prime. Advised customer that changing the reservoir resolved the issue. Advised customer to return the reservoir. Advised that a replacement infusion set and replacement reservoir would be sent. Nothing further reported.